Event description:
Pt admitted to facility in severe heart failure on (B)(6) 2016. Pt implanted with heartware hvad on (B)(6) 2016. Pt experienced prolonged recovery due to debilitated state prior to surgery. Pt also experienced gi bleeding during this admission. Pt discharged from implant admission on (B)(6) 2016. Pt readmitted on (B)(6) 2016 with gi bleeding. Goal inr for this pt 1.6 - 2.0 due to history of gi bleeding. Pt found unresponsive in his home on (B)(6) 2016. Pt received CPR and brought to facilities' emergency department. Lvad found to have multiple low flow alarms. Time of death was determined to be 1145 am. MFR was notified. Device waveforms were provided to MFR, based on waveforms thrombus believed to be present in device.